Event description:
Reason for check: chest pain. Atrial lead warning, polarity switch (B)(6) 2022. Atrial lead impedance currently 211 ohms possible intermittent atrial under sensing on stored egm (B)(6) 2023 with falsely classified termination of ongoing atrial arrhythmia. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).